Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with external abrasions 35.8 to 36.6 cm and 50.4 to 53.8 cm from the connector pin, breaching the insulation, consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was intact in these locations.

Event description:
This report is to advise of an event observed during analysis.